Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a "unable to update timing" message on the pump. Nurse states that they have been unable to use the fo portion of the catheter because the insertion port on the pump appears broken. The fo plug will not connect so they have been transducing the central lumen. The aline waveform on the pump is very dampened and landmarks are not easily identified. A long flush improved the waveform only a little, and the flush is sluggish. A radial aline at the bedside is very crisp so they were suggested to move the balloon pump pressure cable to this transducer. They understood this, but felt did not feel comfortable making this switch. They asked the physician about switching but he also did not want to do this. They were then suggested that they could switch pumps and connect the fo to a functioning port. There was no patient harm. Related iab complaint tw (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a "unable to update timing" message on the pump. Nurse states that they have been unable to use the fo portion of the catheter because the insertion port on the pump appears broken. The fo plug will not connect so they have been transducing the central lumen. The aline waveform on the pump is very dampened and landmarks are not easily identified. A long flush improved the waveform only a little, and the flush is sluggish. A radial aline at the bedside is very crisp so they were suggested to move the balloon pump pressure cable to this transducer. They understood this, but felt did not feel comfortable making this switch. They asked the physician about switching but he also did not want to do this. They were then suggested that they could switch pumps and connect the fo to a functioning port. There was no patient harm.

Manufacturer narrative:
Additional information: poc - (B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit unable to update timing alarm & port - damaged / broken. Fst inspected fo receptacle and wiring, noting no physical damage noted. Connected fo test kit and ensured calibration and zeroing of fo line with trainer. Also passed fo sensor test without issue. Could not duplicate fo connection issues. Logs do not instances of fos failure alarm, but fst did not have access to catheter in question to test fo sensor. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer. There was a patient involvement but no harm reported.

Event description:
N/a